Event description:
It was reported that patient was scheduled for right cranioplasty. A custom made implant was ordered for the patient. The custom implant was sent from the company to its representative in a large sealed box. On four sides of the box is a label that includes a ref # and lot # and description of the contents. Customized implant, host bone and 2 x-large implants. There are no patient identifiers on the external sealed box. The company representative, who was expecting this custom implant (and had no other custom implants pending receipt for this hospital), wrote the surgeon's name, the patient's name and date of surgery on the top of the external box. When the large box was opened during surgery, it contained 3 smaller boxes: one box contained the host bone model, and two boxes contained the custom implant and a spare custom implant. Each implant was contained in a separate box and in sterile packaging with similar labeling as on the outside of the large box. When the package was opened to the sterile field, the surgeon noted that the custom implant was for the left side. Subsequently while looking through the large box, a design proposal document was located and included the name of a different patient and surgeon.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Conclusions: the investigation concluded that there was a product swap resulting from an operator error during the processing of the order for shipment. A manufacturing nonconformance was initiated for the identified product swap nonconformance.

Event description:
It was reported that patient was scheduled for right cranioplasty. A custom made implant was ordered for the patient. The custom implant was sent from the company to its representative in a large sealed box. On four sides of the box is a label that includes a ref # and lot # and description of the contents. Customized implant, host bone and 2 x-large implants. There are no patient identifiers on the external sealed box. The company representative, who was expecting this custom implant (and had no other custom implants pending receipt for this hospital), wrote the surgeon's name, the patient's name and date of surgery on the top of the external box. When the large box was opened during surgery, it contained 3 smaller boxes: one box contained the host bone model, and two boxes contained the custom implant and a spare custom implant. Each implant was contained in a separate box and in sterile packaging with similar labeling as on the outside of the large box. When the package was opened to the sterile field, the surgeon noted that the custom implant was for the left side. Subsequently while looking through the large box, a design proposal document was located and included the name of a different patient and surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Remains implanted.